Event description:
Customer reported she was hospitalized with diabetic ketoacidosis back in (B)(6), 2014. Blood glucose value at the time of admission was 685 mg/dl; she was treated with insulin drip. Customer was wearing the insulin pump at the time of event and stated the device was working. Customer also reported that she was currently experiencing high blood glucose of 400 mg/dl. She had disconnected from the insulin pump last week. Customer stated that the screen on the insulin pump is cracked and he is able to read the display but the device was not alarming no delivery. He declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.